Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the 25° curved tip of the returned suturelasso had broken at the laser weld with the shaft. The tip was not returned for inspection. The observed condition of the breakage point is most likely the result of prying/leveraging the tip during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during shoulder arthroscopy, the tip of the device broke inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.